Event description:
It was reported that, during a routine follow-up, high shock impedances greater than 125 ohms, were observed. A defibrillation test was performed and the arrhythmia would not convert. It was also noted that there was an open circuit message that occurred, from the defibrillation test. As a result, the implantable cardioverter defibrillator (ICD) was removed and replaced and the right ventricular (rv) lead was abandoned surgically. No additional adverse patient effects were reported. At this time, the products have not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.